Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, mid-shaft and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. The mid-shaft showed damage in the form of 2 kinks. The 1st kink was approximately 11cm from the markerband. The 2nd kink was approximately 13cm from the markerband. The stent was not returned. The handle was separated during analysis to visually inspect inside for further damage. The pull handle was loose in the handle which is an indication of the mid-shaft pulling loose from the retainer clip. There was also a tooth on the pull rack that was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. Bsc ID (B)(4).

Event description:
It was reported that deployment difficulties were encountered and the stent became stretched. The greater than 90% stenosed, focal target lesion was located in the non-tortuous and mildly calcified superficial femoral artery (sfa). Following pre-dilation, a 6 x 200 x 130 innova¿ stent was advanced over a .035 260cm rosen guidewire contralateral and stent deployment was initiated. The stent was deployed 120mm using the thumbwheel, then the physician switched to the pull-grip. After approximately 40mm of the stent was deployed using the pull-grip, the deployment mechanism stopped working. The physician then pulled back on the delivery system to release the stent. The stent deployed; however, the stent stretched significantly covering up and jailing the profundus. Another stent was used to re-stent over the elongated innova stent. The procedure was completed and the patient¿s status was reported as fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that deployment difficulties were encountered and the stent became stretched. The greater than 90% stenosed, focal target lesion was located in the non-tortuous and mildly calcified superficial femoral artery (sfa). Following pre-dilation, a 6 x 200 x 130 innova¿ stent was advanced over a .035 260cm rosen guidewire contralateral and stent deployment was initiated. The stent was deployed 120mm using the thumbwheel, then the physician switched to the pull-grip. After approximately 40mm of the stent was deployed using the pull-grip, the deployment mechanism stopped working. The physician then pulled back on the delivery system to release the stent. The stent deployed; however, the stent stretched significantly covering up and jailing the profundus. Another stent was used to re-stent over the elongated innova stent. The procedure was completed and the patient¿s status was reported as fine post procedure.